Event description:
Asap too study. It was reported that a thrombus occurred. On (B)(6) 2018, the patient underwent a successful left atrial appendage (laa) closure procedure with a complete laa seal. Patient was discharged on aspirin and clopidogrel. On (B)(6) 2019, the patient presented for 3 month follow-up visit and a non-mobile thrombus was seen via transesophageal echocardiogram (tee). The "firm appearing" thrombus measured 0.8 cm squared and was located on the atrial facing surface of the closure device. The patient was still on aspirin and clopidogrel at the time of the event. The patient was instructed to continue medication regime and have a follow-up tee in 3 months. Thrombus is considered to not be resolved at this time. It was further reported that 2 other watchman devices were attempted, but were not implanted due to incorrect positioning. No adverse patient events occurred as a result. On (B)(6) 2019, the thrombus was considered to be resolved.

Event description:
(B)(6) study. It was reported that a thrombus occurred. On (B)(6) 2018, the patient underwent a successful left atrial appendage (laa) closure procedure with a complete laa seal. Patient was discharged on aspirin and clopidogrel. On (B)(6) 2019, the patient presented for 3 month follow-up visit and a non-mobile thrombus was seen via transesophageal echocardiogram (tee). The "firm appearing" thrombus measured 0.8 cm squared and was located on the atrial facing surface of the closure device. The patient was still on aspirin and clopidogrel at the time of the event. The patient was instructed to continue medication regime and have a follow-up tee in 3 months. Thrombus is considered to not be resolved at this time.